Event description:
Customer contacted the (B)(6) consumer contact line to say that the tampon string came off, and she asked for advice as to what to do. (B)(6) customer contact agent suggested that if she can't get it out, to go to the doctor or a clinic. (B)(6) asked for lot number, size and wasn't provided with this information.